Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08nov2018. (B)(4). No phone number provided by customer. The manufacturer's field service engineer (fse) performed troubleshooting and recommended that the touch screen be replaced. The fse replaced the touch screen/user interface to address the finding.

Event description:
It was reported that a touchscreen failure rendered the ventilator inoperable. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 28jan2019. The touchscreen was returned to philips for evaluation. The alleged issue of touchscreen failure was unable to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.